Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence and the device was not functioning properly. During evaluation, a hole was identified in the neck of the pressure balloon. A surgical procedure was performed in which the balloon was replaced, and cystoscopy showed that the urethra was not closing adequately. The cuff was downsized, and the pump was removed and reconnected. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence and the device was not functioning properly. During evaluation, a hole was identified in the neck of the pressure balloon. A surgical procedure was performed in which the balloon was replaced, and cystoscopy showed that the urethra was not closing adequately. The cuff was downsized, and the pump was removed and reconnected. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.